Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that his blood glucose was 480 mg/dl. The customer changed his insulin and set and was able to resume insulin pump therapy. The insulin pump was not returned for analysis.